Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing normal size vessels effectively. Clips were applied to the vessel to control the bleeding. There was no pt injury.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found no defects. The device was activated on simulated tissue with acceptable results, and the jaw force was within specifications. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.